Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not powering on due to failed power supply. The field service engineer (fse) replaced power supply and configured network with information technology (it), restoring full connectivity and operation. And the technical support specialist performed manual recovery using ka000007152 steps and executed sql scripts and recovery procedures, including running get tx. Sql and change-tracking recovery scripts, truncating the core. System operation table to prevent sync overload and restarting services while monitoring data sync logs; since the issue persisted, a full database backup and full sync were performed, which successfully restored synchronization, and the final state confirmed that the server was successfully connected and the device became current after the full sync. The system functioned as intended after the field service engineer (fse) and technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device offline for extended period of time and station offline in remote smart service. There were no adverse events or injuries reported based on this event.